Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was noted that there was moisture within the battery compartment. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 03/22/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/02/2017 with the following findings: the pump was returned with moisture observed in the battery compartment and on the battery cap. The leak test failed due to cracks in the battery compartment. A leak was also found near the display lens. The pump was opened and moisture was found throughout. There was no physical damage to the keypad and no damage was found once removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.